Event description:
Additional information received reports that the patient underwent surgical intervention in which both leads were explanted and replaced due to high impedances.

Manufacturer narrative:
Correction b5: this issue is on both leads and not one lead as previously reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI:(B)(6) serial: (B)(6), batch: a000137125.

Event description:
It was reported that the patient has ineffective stimulation and is unable to enter MRI mode due to high impedances on their lead. The investigation is unable to determine which lead attributed to this issue. Surgical intervention is pending to address the issue.